Event description:
It was reported that, "upon insertion of the cannulated screw, the threading on the screw started to strip/shave off. The surgeon backed out the screw and used another of the same type of screw. The shavings were retrieved from the patient."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.